Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that the patient underwent initial implantation to fuse l2-s1 on (B)(6), 2013. Revision was performed on (B)(6), 2014, during which two fractured screws were located in the sacrum and were both 7.5mm x 45mm reform polyaxial pedicle screws. The patient is reported to be a male in his (B)(6) and works as a landscaper.